Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 b2: the outcome attributed to the adverse event is paralysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's programming didn't work, and they went to a new doctor who had a different representative reprogram the ins. The patient drove home and turned it on; it felt like a "bee bite." They turned it off and there were a few "residual bites" and "electrocution." The patient couldn't function and the 5x6x5 lead paddle caused "unwanted electroduction of a nerve bundle." There was a defect. Their left leg was paralyzed for several hours and eventually it came back. Their quadriceps were twitching as were "all three guteus." The pain persisted one week later, even with a lot of pain medication and reprogramming. If the patient turned the ins on, the pain became worse. They saw that the position of the device was in a good location. The patient reported that not only did the new version fail, but it was "risky."